Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and a round black/orange particulate matter was observed partially embedded in the supply line of the cassette. The reported condition was verified. The cause of the particulate matter was determined to be intrinsic to the manufacturing process, identified as pin buildup of burnt plastic material broken off during the manufacturing tubing extrusion process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were black spots inside the tubing of an amia cassette. This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.